Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a urinary tract infection with symptoms of urinary incontinence and frequency, and blood on the toilet tissue after voiding being noted. The etiology of the event was reported as ¿new illness, injury.¿ a urine culture and sensitivity were performed and the patient was treated with cipro (250 mg b.i.d.) For 7 days. The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v267751, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).